Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced chest heaviness, light headedness and experienced shock. The physician performed a ventricular tachycardia (vt) ablation and upgraded the ICD device to cardiac resynchronization therapy defibrillator (crt-d). The ICD device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced chest heaviness, light headedness and experienced shock. The physician performed a ventricular tachycardia (vt) ablation and ugraded the ICD device to cardiac resynchronization therapy defibrillator (crt-d). The ICD device was explanted. No additional adverse patient effects were reported.